Event description:
Customer reported discrepancies between her sensor glucose and blood glucose readings. The customer's blood glucose was 286 mg/dl and her sensor glucose was 142 mg/dl. The customer stated her readings was always off by 100 points. She also reported that her cannulas was not bent. The customer also reported a paramedic visit for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time the paramedics arrived was under 17 mg/dl. The customer stated she was not in a vehicular accident. The customer stated her insulin pump did not suspend, causing her to have low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).